Event description:
It was reported that this patient expired during the implant procedure of this pacemaker. Prior to device connection, the patient coded during pocket irrigation. There were no allegations against the device and it was noted that the patient may have had a massive stroke. The device was not explanted.